Event description:
It was reported this atrial lead dislodged and was successfully repositioned. The device remains actively implanted for approximately 3 months.

Manufacturer narrative:
Subsequent to the FDA letter of 26 may 2006 that has been inadvertently misplaced oscor is making a corrective action of converting all summary reports to MDR's, starting from third quarter of 2006 up to march 2007. The manufacturer does not have possession of the lead, as it remains actively implanted. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. Lead dislodgement is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if additional information becomes available.